Event description:
It was reported that the customer was hospitalized for high bgs and dka. The cause of hospitalization as per doctor is possibly the pump. The customer's family member stated that they are not with customer and pump at the time of call. They will call back later to help line with pump to complete the testing. Also, family member stated that the customer is muscular. Advised of possible absorption issues.